Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving two separate products; associated mdrs #1225714-2014-01809, 1225714-2014-01810, 1225714-2014-01811, 1225714-2014-01812.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2012 and subsequently expired on (B)(6) 2012 after the use of the product.